Event description:
Device 1 of 2 (refer to manufacturer's report number 1627487-2008-00025 for device 2). The patient was implanted with a scs system in 2008. It was reported post-operative patient could no longer move or feel their legs. Physician explanted system. It was reported through follow-up that the patient is doing well and will be re-implanted once healed.

Manufacturer narrative:
Evaluation for device 1 of 2 (refer to manufacturer's report number 1627487-2008-00025 for device 2). Device history record and sterilization records were reviewed. Results: all records reviewed were found to meet specifications. Conclusions: the device was returned for evaluation which is in progress. A final report will be submitted when the evaluation is complete. Ans, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.